Event description:
The device has been explanted.

Event description:
Healthcare professional reported "patient has rupture on right breast" ". Simple cyst in the right breast" "small amount of bilateral peri-implant fluid". The device remains implanted. This relates to the right side.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma- late : unable to observe since it is a medical event and is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr : not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "patient has rupture on right breast" ". Simple cyst in the right breast" "small amount of bilateral peri-implant fluid". The device has been explanted. This relates to the right side.